Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired due to stroke. Additional information was request, however was not provided.

Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018 patient underwent pump exchange (MFR report number 2916596-2019-04080). Patient had atrial fibrillation and off heparin during lvad exchange, with prior history of cva. Patient was admitted to the cardio-thoracic intensive care unit (cticu) from the operating room hemodynamically stable on epinephrine (epi) and vaso infusions. Overnight on day of operation (pod0-->1), patient did not wake from surgery in the first 6 hours and was noted to have roving eye movement. Computed tomography angiography (cta) showed chronic left posterior cerebral artery (pca) stroke. CT head demonstrated large area of encephalomalacia in the left temporal and occipital lobes likely due to chronic left pca territory ischemic infarct. No acute intracranial hemorrhage. Cta neck demonstrates no hemodynamically significant stenosis, dissection, or pseudoaneurysm. Cta head demonstrates likely chronic occlusion of the posterior temporal branch of the left p4 pca segment in the setting of old ischemic infarct. Otherwise, no abrupt vessel cut off, significant stenosis or saccular aneurysm. CT perfusion is nondiagnostic. Over the next several days, the patient was weaned from epi and vaso infusions, however neurological exam remained poor. Eventually, patient was able to move the right side to commands but only withdrew to painful stimuli on the left lower extremity. CT scan remained unchanged. The patient was made palliative/comfort care. Patient was started on morphine and versed infusions, then extubated and the pump was turned off. Additional information was request, however was not provided.